Manufacturer narrative:
One hundred samples and three photos received by our quality team for investigation. Through visual inspection, two plungers appear damaged, and all syringes are lubricated with a clear liquid, eighty six have an excessive amount. Fourier transform infrared spectroscopy was performed to identify the liquid, upon evaluation it appears to be silicone. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the teams investigation, possible root cause for the silicone is associated with silicone station valve. Silicone dispensing nozzles will be cleaned, and preventative maintenance plan will be implemented. Possible root cause for damaged plunger is associated with incorrect line clearance. Manufacturing personnel have been notified and additional training to reinforce has been performed.

Event description:
Additional information received. I am still here having large quantities of syringes in my warehouse that customers continue to buy from me and at the same time they continue to give me reports on the content of the liquid inside, I was not given an answer as to whether the entire batch would be returned or if they would make an exchange. Physical, and this results in a loss since we return a complete new box for replacement. Today again they brought us these syringes that we attached to the mail as a sign that they still contain such liquid inside and some are found without the needle placed correctly in the syringe. I currently have (B)(4) from lot 2136079 with code 302579 customer sent to us the additional information on 14.sep.2023. Both reports are of the same incident, in the first they had been claimed for 116 boxes c/100 pieces, but their sale continued, which only leaves me with 98 boxes c/100 with lot: 2136079 of code 302579. Qa team sent to us the tracking number for the sample: 4531145780. Customer sent to us the additional information on 20.sep.2023. To follow up on the pending collection, they have not yet gone through the box we have with the samples to be sent.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml ls 25ga 5/8in tb ptk had moisture in the syringe. The following information was received by the initial reporter in spanish with the verbatim: I am still here having large quantities of syringes in my warehouse that customers continue to buy from me and at the same time they continue to give me reports on the content of the liquid inside, I was not given an answer as to whether the entire batch would be returned or if they would make an exchange. Physical, and this results in a loss since we return a complete new box for replacement. Today again they brought us these syringes that we attached to the mail as a sign that they still contain such liquid inside and some are found without the needle placed correctly in the syringe.